Event description:
Philips rec'd a report where a customer reported that while positioning the pt for the surview scan, and after releasing the 'in' button on the gantry control panel, the table top continued to move in approximately 10cm and then moved back out approximately 10 cm. The user then moved the pt to the desired position and successfully performed the procedure. There was no harm to the pt.

Manufacturer narrative:
Note: we have not completed out investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).